Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor.

Event description:
The customer reported via phone call that he went to insert the sensor and it fell apart. The customer stated that the top came up off from the sensor and the cannula became loose. Blood glucose value was 148 mg/dl. The sensor was replaced and returned for analysis.